Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -5.5 diopter into the patient's left eye (os), it tore. The lens was removed intraoperatively on (B)(6) 2018. During the same operation, an alternate lens was successfully implanted. There was no patient injury and the cause is listed as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. Claim# (B)(4).